Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Device evaluation: the device has not been returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a force sensor alert occurred. No patient injury was reported.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the bottom case seal was intact and the plunger case seal was removed upon receipt, the top case was cracked by the front left bottom corner and the right plunger case was cracked. Contamination by the plunger head assembly and the l-bracket pole clamp was visible. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the power up process of the investigation as multiple force readings fluctuate without any force applied to the force sensor. Root cause of the reported issue is attributed to customer induced fluid ingression, contamination and foreign material found inside of the plunger head. Replaced the complete plunger head assembly including the force sensor, the plunger board, left and right plunger case, plunger cable and the plunger tube. The device software was upgraded to v1.6.4. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.